Event description:
Contralateral tia reported. The pt experienced a 10 minute episode of amaurosis fugax. A full neuro exam was conducted after the visual disturbance was resolved and the pt recovered without sequelae. Please reference MDR 2183870-2009-00163 for spiderfx used in this procedure.